Event description:
This case was initially received via regulatory authority ((B)(4), reference number: mw5075988) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("moderate rash mostly on face and scalp") and hemiparesis ("moderate weakness in right leg") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d) and ibuprofen. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria hospitalization, disability and intervention required), hemiparesis (seriousness criterion medically significant), fatigue ("tremendous fatigue"), tremor ("slight to moderate tremor in right hand") and pain in extremity ("moderate pain in right leg"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the rash, hemiparesis, fatigue, tremor and pain in extremity outcome was unknown. The reporter considered fatigue, hemiparesis, pain in extremity, rash and tremor to be related to essure. The reporter commented: injuries (disability/permanent damage, hospitalization and required intervention) were mentioned but not specified and /or assigned to one of the events. Diagnostic results: unknown date: allergist testing the coils to see if she react or not. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (FDA, reference number: mw5075988) on 03-apr-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("moderate rash mostly on face and scalp") and hemiparesis ("moderate weakness in right leg") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d) and ibuprofen. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria hospitalization, disability and intervention required), hemiparesis (seriousness criterion medically significant), fatigue ("tremendous fatigue"), tremor ("slight to moderate tremor in right hand") and pain in extremity ("moderate pain in right leg"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the rash, hemiparesis, fatigue, tremor and pain in extremity outcome was unknown. The reporter considered fatigue, hemiparesis, pain in extremity, rash and tremor to be related to essure. The reporter commented: injuries (disability/permanent damage, hospitalization and required intervention) were mentioned but not specified and /or assigned to one of the events. Diagnostic results: unknown date: allergist testing the coils to see if she react or not. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.